Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview scissors would not seal the branches. An additional incision was made to stop the bleeding. The same unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device eval could not be performed. A lot history record review could not be completed as the product lot number is unk. (B)(4).